Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08568; related manufacturer reference number: 2017865-2020-08569; related manufacturer reference number: 2017865-2020-08572; related manufacturer reference number: 2017865-2020-08574. It was reported that the patient presented in clinic after developing an infection. Vegetation was noted on the right atrial lead. The biventricular pacing system was explanted and the right ventricular lead was replaced. There were no consequences to the patient.